Manufacturer narrative:
(B) (4) - plaque shift.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that after implantation of a promus stent and a non-abbot stent in an unspecified vessel, ultrasound revealed correct apposition of the stents. After removing the ultrasound catheter, angiography revealed that a clot had formed in the vessel. An aspiration catheter was not used. The pt experienced st elevations and ultimately expired in the cath lab. Reportedly, plaque may have dislodged during the procedure. No additional event or pt info is available.